Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon unraveled. She used a douche and no tampon pieces came out. She was confident no tampon pieces remain inside.